Manufacturer narrative:
This initial MDR -product investigation was reviewed. The icm remains in service and thus was not returned to bsc; no product analysis could be performed. Product record reviews did not identify a product quality issue. Analysis of available information did not identify a specific complaint cause. It was concluded that unknown factors most probably contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. UDI incomplete field in section d, suspect medical device: if we are able to obtain the complete UDI string in the future, a supplemental report can be sent.

Event description:
It was reported that the battery life of this insertable cardiac monitor (icm) device ended earlier than expected and did not meet the projected longevity. As a result, an explant procedure is being evaluated. Currently, no medical or surgical intervention has occurred. No adverse patient effects have been reported. The icm device remains implanted at this time.